Event description:
It was reported that "visistat skin stapler was used for a skin graft and it didn't release the staples". Additional information received states that "no treatment needed; [patient] was fine they used another product".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was representative sample in its original sealed packaging. The actual sample was not returned. The returned stapler was visually examined with and without magnification. The packaging was observed to be damaged at the corner of the tray next to the cover block and at the corner of the tray next to the trigger. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. Root cause is identified in the CAPA. The customer was contacted regarding the broken packaging, and it was reported that they did not wish to file an additional complaint for this issue. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 39 staples left in the car tridge. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. The reported complaint of "misfire/jam - staples not releasing" could not be confirmed based upon the sample received. One representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "visistat skin stapler was used for a skin graft and it didn't release the staples". Additional information received states that "no treatment needed, [patient] was fine they used another product".